Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "prosthesis fold ; pain in chest; pain in the arm; nervous about the surgery; minimal amount of liquid around the implants: slight rotation of the right implant" the events of "urinary infection", ¿presenting fever¿, ¿having chills, tingling", "headache" and "sparse cysts" are not device related. Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified deformation and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient additionally reported against right side "depression". The device has been explanted.

Event description:
Patient representative reported capsular contracture baker grade unknown. Additionally, the following events were reported: ¿keloid/hypertrophic scars and poor areola healing, umbilical hernia¿; these events are not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data.